Event description:
The user received questionable rubella igg results for two samples from the same patient. Sample 1 initial result was 54.54 ui/ml and was reported to the clinician who sent the patient to the laboratory for a second test to confirm the result. On (B)(6) 2010, sample 2 initial result was 55.28 ui/ml. When the second result was reported to the physician, he called the laboratory as the patient had previously been tested for rubella igg by another laboratory in (B)(6) 2010. In both cases, the results had been reported to be below 8 ui/ml. No information was provided about the method of testing used for these samples. The user sent samples 1 and 2 to another laboratory to confirm the initial results. Both samples were tested with the eia biomerieux technique and gave results below 10 ui/ml. The patient was not harmed due to the discrepancies between the results. The rubella igg reagent lot number at the time sample 1 was initially tested was 156582. The rubella igg reagent lot number at the time sample 2 was initially tested was 157692.

Manufacturer narrative:
Two samples were tested as part of the investigation and the positive rubella igg results were confirmed. The presence of anti-rubella igg was also confirmed, therefore the samples clearly contained specific igg. The elecsys rubella igg results were regarded correct as positive. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).